Manufacturer narrative:
Method: followed up with company representative.

Event description:
It was reported that there appeared to be a slight cement extravasation into the disc space at t7 and t10 when final fluoro images were taken post kyphoplasty procedure. The extravasation was asymptomatic. The bone cement was stored and mixed according to the IFU and was injected at a doughy and homogenous state. The procedure was completed successfully and the patient status was good. No further information was reported.